Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure there was a kink noted in some positions of the sheath, but when the sheath was pulled this right ventricular (rv) lead was inserted. Prior to the sheath being removed the physician asked to reposition the rv lead from the cardiac septum to the apex of the heart. After the helix was retracted the lead stopped at top of the shoulder and it was unable to move. The rv lead was re inserted with the extrathoracic technique, but when attempting to remove the lead it was not possible due to the narrow top of the shoulder. The physician pulled the lead with extra force resulting in the lead to stretch and fracture. The seven french sheath was peeled out and removed successfully and a new lead was implanted. No adverse patient effects were reported. The lead will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the body of the lead was curled and the insulation was stretched with the helix retracted. This was consistent with a lead pulled with force. Visual inspection noted stretched rate sense conductor coils and deformed high voltage conductors. The lead passed electrical testing and was continuous.